Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, grade 2 capsular contracture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 300cc mentor siltex round textured silicone gel implant and experienced postoperative right-sided rupture and grade 2 capsular contracture, and granuloma under the right arm. The patient discovered a lump under the right arm through self examination, and granuloma and rupture were confirmed by ultrasound and mammogram. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019 for removal of implant and material, and replacement of implants.